Manufacturer narrative:
The device was explanted and photo taken. The photo was provided to onxlti and eval was based on that photo. The valve is no longer available so could not be returned for analysis by onxlti. Review of device history record shows valve was built per specs. Mitral valve thrombosis is an expected event and occurs well-within the expected rate. There are no trends toward increasing events.

Event description:
From discussions between distributor and surgeon, it was learned that a pt had a thrombosed on-x mitral valve, 1 year post-op. The surgeon photographed the valve after explant and the appearance of thrombus could be verified. No actual complaint was expressed by the surgeon. The pt died of a cerebral bleed, due to coumadin too high in response to thrombosis. Note: the date of death is approximate based on info from the distributor. Event occurred in (B)(6). Valve thrombosis is by definition valve-related and is an adverse event, per iso 5840 objective performance criteria and in the (B)(6) guidelines. Therefore, it is reportable on the MDR.